Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382533 and lot number 3342325. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
Material # 382533 lot # 3342325 it was reported by customer that goo like substance found. Verbatim: customer reports goo like substance found on 382533 lot 3342325 customer verbatim: "we have now identified a fourth lot number of 20-gauge IV catheters with the same abnormality. Are there any options for ordering different 20-gauge ivs?" Related records reported prs: (B)(6).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.